Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there was a battery compartment crack at the case seal to the left of the bumper pad and below the bumper traveling toward the case seal. Unrelated to this issue, the audio bolus button cover was damaged, but still responsive. The low profile clip was broken. A test clip was still able to secure to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.